Event description:
In february 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was showing the battery icon on the display. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The mas mailed a letter requesting the patient contact medical affairs. In february 2006 at 6:00pm the patient experienced symptoms of being tired and urination. The patient reported he did not attempt to test his blood glucose level at the time of this event. The patient was taken to the hospital and treated intravenously. The patient reported the meter was displaying the battery symbol. It would have been helpful to determine when the meter first started displaying the battery symbol, when the battery had last been replaced, confirm if the patient tried to use the meter while experiencing symptoms, why he was taken to the hospital, blood glucose results as obtained by the paramedics or emergency room, his specific treatment, if the patient has a backup meter, his medication regimen, and previous results obtained on this meter. The customer care advocate (cca) talked the patient through successfully replacing the battery during the troubleshooting telephone call, which resolved the issue of the low battery symbol. The meter, test strips and control solution were replaced. This incident is being reported due to the patient was unable to test his blood glucose because the battery icon was displayed, and he required emergency medical attention and treatment.